Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump stopped delivering insulin after the customer changed out the site. Later, the customer looked at the pump screen and noted that insulin delivery was stopped. During troubleshooting with tandem technical support (cts), review of pump data did not reveal any alerts or alarms that would stop insulin delivery. Cts inquired if the customer had stopped insulin delivery in order to change out supplies; however, the customer did not remember. Reportedly, the customer was able to resume insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
.